Event description:
The plaintiff's attorney alleged that the plaintiff experienced a cardiovascular event on (B)(6) 2010 and subsequently expired after the use of the product.

Manufacturer narrative:
This is one event (death) for the same patient involving two separate products; associated MDR # 1225714-2013-02934.